Event description:
Litigation alleges patient experienced severe pain and discomfort, and difficulty walking. **update**(B)(4) 2012 - pfs and medical records were received from legal. Records noted a crack was noted in the medical anterior region of the calcar femorale. The stem was added to the complaint. Part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code d1ahha. A search of the complaint database finds additional reported incidents against lot codes 2952992 and 2955177 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the broach. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.